Manufacturer narrative:
01-sep-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Tip broke off...brush head won't properly lock into place...keeps falling off - oral-b [device breakage] brush head becomes loose - oral-b [device connection issue] case narrative: consumer via e-mail stated that the tip of the oral-b toothbrush broke off. The oral-b toothbrush head would not properly lock into place and during the brushing process, it kept falling off. No injury was reported. 03-jul-2023 follow up via phone: the consumer reported that the oral-b toothbrush head became loose during the brushing process. No injury was reported. 03-jul-2023 follow up via digital safety assessment survey: the adult male consumer reported that he did not see a medical professional. No injury was reported. 08-aug-2023 case update: the suspect product lot was 2cb14122114. The concomitant product was oral-b power power oral care refills floss action eb25. No injury was reported.

Event description:
Tip broke off...brush head won¿t properly lock into place...keeps falling off - oral-b [device breakage] brush head becomes loose - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the tip of the oral-b toothbrush broke off. The oral-b toothbrush head would not properly lock into place and during the brushing process, it kept falling off. No injury was reported. 03-jul-2023 follow up via phone: the consumer reported that the oral-b toothbrush head became loose during the brushing process. No injury was reported. 03-jul-2023 follow up via digital safety assessment survey: the adult male consumer reported that he did not see a medical professional. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.